Event description:
Evergen received an adverse event complaint from integra indicating that a duraflex 6cm x 8cm graft was implanted approximately 3 weeks prior to the second surgery on (B)(6) 2026. During the procedure, the physician observed that the graft had deteriorated substantially. A large hole was present and fraying was noted around other portions of the graft. Additional information pertaining to the product identifiers and surgical procedure have been requested. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Evergen's investigation is in process. Once the results are available, a follow-up report will be submitted.